Manufacturer narrative:
Analysis found that the device came in with a scratched touchscreen which affected "touch" input and a broken bezel stand off. The touchscreen and bezel were replaced. The device was placed into a burn-in chamber and during burn-in, the screen display stopped working due to a power supply failure. The power supply was replaced and the device was placed back to a burn-in chamber for 24 hours. The device was cleaned, repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working right. The hcp was unsure what was wrong with the device. There was no patient impact.